Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". This record is for left side. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture found during surgery. Additional, changed, and/or corrected data: b1, b5, d6b, h6, h11.

Event description:
Healthcare professional reported "no left side capsular contracture was found during explant surgery, however a left side rupture was found". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "no left side capsular contracture was found during explant surgery, however a left side rupture was found". Device has been explanted and replaced.